Manufacturer narrative:
H.6. Investigation: customer returned three (3) used 32g x 4mm bd pen needles: two from lot 8247785, one from 8311957. Consumer reported finding clogs during the flow check. Consumer also reported needles bend when injecting into their leg or stomach. All three pen needles were examined, and it was observed that two pen needles had broken non-patient end (npe) cannulas, and one (from lot 8247785) had a bent npe cannula; however, no evidence of manufacturing defects was observed. The bent or broken npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think the pen needles were clogged (as reported). Since all three samples were returned after use, and no manufacturing defects were observed, the probable cause of the bent or broken npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed per the applicable operations and met qc specifications. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that the bd ultra-fine¿ nano insulin pen needle bent during use while injecting into the leg or stomach, and clogs occurred during the flow check. The following information was provided by the initial reporter: "I have been having trouble with my nano ultra-fine needles some of them do not work I have two marked and the others I was just putting in my safe jar. I also fine my nano ultrafine needles bend when I sometimes inject into my leg or stomach." "From phone call on 2019-09-10 10:24:05: consumer calling back obtained the lot number 8247785 with item 320883 and exp date2023-08-31. Using with novolog pen and always a new needle used. Finding clogs during the flow check. Changes the needle and the new needle works"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ nano insulin pen needle bent during use while injecting into the leg or stomach, and clogs occurred during the flow check. The following information was provided by the initial reporter: "I have been having trouble with my nano ultra-fine needles some of them do not work I have two marked and the others I was just putting in my safe jar. I also fine my nano ultrafine needles bend when I sometimes inject into my leg or stomach." "From phone call on 2019-09-10 10:24:05: consumer calling back obtained the lot number 8247785 with item 320883 and exp date 2023-08-31. Using with novolog pen and always a new needle used. Finding clogs during the flow check. Changes the needle and the new needle works"